Event description:
It was reported that the system 9800 had a system error that required the unit to be re-initialized in order to continue use. The images at that point were grainy in appearance. There was no adverse patient involvement reported. All known patient information has been reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The fluoro function, cpu, and generator interface circuit boards were all replaced. All software was reloaded and the system was tested and found to be working as intended and placed back into service.